Manufacturer narrative:
Analysis is currently ongoing. Once analysis is complete this event will be updated and resubmitted.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device header and case noted no anomalies. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation.

Event description:
Boston scientific received information that this implantable device monitoring voltage was 3.06 volts and charge time was 10 seconds during pre-implant testing. The boxed voltage is 3.25 volts. The expiration date on the device is in the near future. A capacitor reform was performed and the battery status did not revert back to beginning of life (bol). Boston scientific technical services recommended sending back the device for testing as the monitoring voltage was not within 0.1 volts of the boxed voltage. No adverse patient effects reported.

Event description:
Subsequently this device was returned to boston scientific for analysis.